Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed no history pertaining to the reported issue. Functional testing involved accuracy and occlusion testing and found the device to be with specifications. Based on the investigation, the complaint allegation was not confirmed. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Root cause: no fault found.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump was noted to have an "incorrect infusion". There were no reported adverse events.